Event description:
The patient called alleging that the meter was set to incorrect unit of measurement. The patient contacted their physician due to the readings adn he mentioned that the readings were incorrect and to continue to take their medication. The patient mentioned that the meter was previously set to the correct unit of measurement. The patient has not recently gone into the settings and changed the unit of measurement. Due to a spontaneous power interruption, the meter reverted from the "mg/dl" to "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable due to a malfunction.